Event description:
Reporter claims surgeon was not using the bur aggressively. Allegedly burr was acting funny so pulled it out. The teeth part of the burr fell out of device. The cutting end fell off.

Manufacturer narrative:
The unit was received at our facility for evaluation and was visually inspected. The condition was confirmed the part broke at the cutter tip area. Wear marks were observed at the housing window and inner tip wall. In addition, observed teeth bent and turned. Based on conditions reported and investigated for broke defect, the most probable causes can be but are not limited to those identified in the user instructions ((B) (4)) warning and cautions section which stated the following: do not contact disposable arthroscopic shaver blades with metal objects. If contact does occur, it may cause the cutter or bur to break or shed metal. Small pieces of metal may be difficult to remove from the surgical site. Excessive pressure, such as bending or prying may cause cutters and burs to bend or break and may cause harm to pt and/or operating room staff.